Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unsealed device packaging.

Event description:
Device lab received device with a note of "attn: seal is broken". Device was not implanted.

Event description:
Device lab received device with a note of "attn: seal is broken". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: unsealed device packaging: observed damage in box packaging. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device lab received device with a note of "attn: seal is broken". Device was not implanted.